Event description:
It was reported that this right ventricular (rv) lead triggered an alert for high out-of-range shock lead impedance greater than 125 ohms. Boston scientific technical services (ts) reviewed the device data and confirmed the recent data shows stable measurements but there has been a gradual increase in the past few years. It suspected that the measurement could be due to environmental influence but (ts) provided troubleshooting steps to test lead integrity and programming options. The lead remains in service and the physician will continue to monitor the lead. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.